Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Inappropriate therapy was delivered due to damage to the sensing portion of the right ventricular (rv) lead. A new sensing lead was implanted and the original rv lead remained implanted as the defibrillation lead. The patient was stable.